Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose were 120, 245 and 337 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.